Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the imprecise iron results is rust from a valve on the pump assembly . A siemens healthcare customer service engineer (cse) was dispatched to the site and replaced the valve and completed necessary repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Imprecise iron results were obtained on qc and patient samples. It is unknown if patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed on the basis of the imprecise iron results. There was no report of adverse health consequences as a result of the imprecise iron results.